Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 400 mg/dl, at the time of incidence. Customer was treated with manual injection for high blood glucose level. Customer reported that the display of insulin pump had blank display. Customer was calling after receiving the new battery cap. Customer reported that the display did not returned after insulin pump restart. The customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the auto mode feature was not active on insulin pump at the time of event.